Manufacturer narrative:
This report was initially submitted following notification by a customer in greece regarding a false negative vidas® cmvg result identified during retrospective analysis following a qcv-detected failure in section b1 of the vidas® analyzer. It should be noted that a qcv failure is not an abnormal behavior. It indicates that the qcv test performed its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the vidas system risk analysis. The local field service engineer (fse) visited the customer site on 05-dec-2019 to repair and qualify the instrument. The fse performed the following actions: visual inspection of the seals: the fse noted crystallization, misplaced or glued dots, debris, fibers, and aluminum particles . Replacement of the seals. Visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame. Door plunger ball check. Performed a pump tester, which failed in section b1. Performed a pump cleaning on the section b. Performed a new pump tester after the cleaning: all results passed after cleaning. Checked spr block and adjusted. Checked tower height and adjusted. Checked pump block and adjusted. Checked retainer plate integrity. Checked try depth and adjusted. Performed a leak test and a qcv test to qualify the instrument. All results passed. Root cause: pump clog on position b1. Investigation concluded the qcv failure was due to a clog in position 1 of section b. After a cleaning of the position b1, the system was qualified. The system is now operating per manufacturing specifications.

Event description:
A customer in (B)(6) notified biomérieux of a qcv-detected failure of a vidas analyzer (ref. 410417, s/n (B)(4). The customer stated they had performed successful qcv test on (B)(6) 2019. Subsequent qcv test failed on (B)(6) 2019. Seven (7) tests had been processed between the successful/failed qcv tests. Cmvg <=4 ua/ml (negative). Txg = negative. Rbg = negative. Txg = negative. Txg = equivocal. Cmvm = negative. Cmvm = negative. The local field service engineer (fse) visited the customer site and identified a pump clog. The fse made the appropriate repairs (cleaning of the section pump) and confirmed proper system operation. All the samples were reprocessed in other instrument positions and the same results were obtained except for the cmvg test: - initial result <= 4 ui/ml (negative interpretation). - repeat result 17 ui/ml (positive interpretation). The initial results (negative) had already been provided to the female patient (who was pregnant). The physician notified the patient of the revised result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. An internal biomérieux investigation has been initiated. Note: a qcv-detected failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, which are rare and sudden.